Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing balloon could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a bulge / balloon in the tubing. The following information was provided by the initial reporter: the alaris pump alarmed that infusion was complete, but only half the antibiotic was infused and the rest was still in the bag. 1 inch bubble was found in the tubing.